Manufacturer narrative:
The device was found to have the keypad, speaker, peristaltic module, peristaltic plate, and communication port pcba in need of repair. The device was repaired and retested to meet all the specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
Unknown issue.